Event description:
It was reported that there was a device reset discovered on a device interrogation. The device remains in use. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. A power on reset (por) for write to locked random access memory (ram) with error correction code and lead integrity alert conflict, addr=6ed7, data=1f on (B)(4) 2011. There was a patient alert for device circuit error on (B)(4) 2011.